Manufacturer narrative:
This complaint is MDR reportable as stent migration occurred. It can be noted that the complaint information confirmed that the patient experienced no adverse effects as a result of this occurrence. No further stenting or intervention was deemed necessary, however due to the receipt of previous similar complaints in relation to stent migration we are aware of the potential for the requirement of further stenting/additional procedures/intervention, therefore this occurrence is deemed reportable. There were no evo-25-30-8-c (evo) devices of lot # c776049 in stock at the time of the investigation. The complaint description provided was as follows: stent migrated. No further stenting was deemed necessary. The device involved in the complaint was not returned for evaluation. Images were requested but were not provided. With the information provided a document based investigation was carried out. As the actual use conditions cannot be replicated in the laboratory, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. Prior to distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-25-30-8-c (evo) devices of lot # c776049 did not reveal any discrepancies that could have contributed to this issue. Evolution devices are used for palliative treatment for colonic obstruction or colonic strictures caused by malignant neoplasms and to relieve large bowel obstruction prior to colectomy in patients with malignant strictures. Potential complications referenced in the instruction for use that accompanies this device, ifu0052-7, associated with upper gi endoscopy include but are not limited to stent misplacement and/or migration. The complaint information confirmed that the patient experienced no adverse effects as a result of this occurrence. No further stenting or replacement was deemed necessary. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Quality engineering assessed the complaint and the overall risk has been determined to be low. Customer quality assessment will continue to monitor complaints of this nature for potential emerging trends. There have been no adverse effects to the patient as a result of this occurrence. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Stent migrated. No further stenting was deemed necessary. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.